Manufacturer narrative:
The device was returned and investigated. The reported unintended movement could not be confirmed during return device analysis as no issues were noted during testing. Potential causes for unintended movement include, but are not limited to, extreme curves applied to the system, failing to re-lock the clip by advancing the lock lever or not following the steps outlined in the instructions for use (IFU). The discrepancy between what was reported vs what was observed during return device analysis was likely an outcome of procedural circumstances/user technique that resulted in the reported issue; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with a grade of 4. The clip was advanced to the mitral valve, the clip failed to establish final arm (efaa) three times. The clip was not implanted and was replaced. A total of two clips were implanted, mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.